Manufacturer narrative:
The biomedical engineer troubleshot this reported fault and replaced the overflow safety trap. A ge healthcare service representative performed a checkout of the equipment and confirmed the repair. Customer contact reports no patient information is available.

Event description:
The hospital reported a malfunction resulting in the loss of suction. Portable suction was used and the case resume. There was no report of patient injury.